Manufacturer narrative:
Bottle 4 (ethanol) was replaced and the corresponding reagent station reset prior to commencement of the protocols from which sub-optimal tissue processing was reported. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered by the user and resets the number of cassettes processed and the number of cycles and days to zero. Although the user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 4 (ethanol), the ethanol concentration measured directly using a hydrometer by the fss on (B)(4) 2013, was 80%. This finding indicates that the manual replacement process was not correctly completed for this reagent. Bottle 4 was used for the first time in the final dehydration step in the protocols from which sub-optimal tissue processing was identified because the instrument software uses reagent concentration to select reagent stations when executing a protocol, and the reagent with the highest concentration is always used before changing to another reagent group or type. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a use error which occurred during the replacement of ethanol in bottle 4 completed prior to commencement of the affected protocols.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. The tissue samples involved were described by the complainant as under-processed and greasy. A leica field support specialist (fss) attended the lab on (B)(6) 2013, in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The concentration was 76%, 80%, 70%, 77%, 87%, 95%, 99% and 100% respectively. On (B)(6) 2013, leica biosystems received info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.